Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, emotional distress, recurrence, adhesions, defective device, mental anguish, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included hernia repair with mesh, revision surgery, repair of hernia, removal of mesh, and lysis of adhesions.

Manufacturer narrative:
Additional information: additional codes no code e2402: mass.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a laparoscopic incisional ventral hernia. It was reported that after implant, the patient experienced fluid-filled periumbilical collection with mildly thickened rim-enhancing wall, focal fluid-filled herniation of peritoneal peritoneum, inflammation, reactive fibrous tissue with polarizable foreign material, bulge, cough, mass, omentum mesentery, lack of incorporation, mesh was eventrated into the hernia sac, abdominal pain, hernia sac divided, mesh divided off scarred fascia, pain, emotional distress, recurrence, adhesions, defective device, mental anguish, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included hernia repair with mesh, revision surgery, repair of hernia, removal of mesh, lysis of adhesions, CT scan, labs indicate abnormal wbc count, exam + for palpable non-reducible mass in the mid abdomen, removed sac and most of the redundant mesh attached to the sac leaving, hernia repair with nonabsorbable heavy sutures, and sutures removed. Concomitant device: securestrap device.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a laparoscopic incisional ventral hernia. It was reported that after implant, the patient experienced abnormal wbc count, fluid-filled periumbilical collection with mildly thickened rim-enhancing wall, focal fluid-filled herniation of peritoneal peritoneum, inflammation, reactive fibrous tissue with polarizable foreign material, bulge, cough, mass, omentum mesentery, lack of incorporation, mesh was event rated into the hernia sac, abdominal pain, hernia sac divided, mesh divided off scarred fascia, pain, emotional distress, recurrence, adhesions, defective device, mental anguish, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included hernia repair with mesh, revision surgery, repair of hernia, removal of mesh, lysis of adhesions, CT scan, exam + for palpable non-reducible mass in the mid abdomen, removed sac and most of the redundant mesh attached to the sac leaving, hernia repair with nonabsorbable heavy sutures, and sutures removed. Concomitant device: secure strap device.

Manufacturer narrative:
Additional information: b5: no code e2402 abnormal wbc count. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: h6 (device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a laparoscopic incisional ventral hernia. It was reported that after implant, the patient experienced abnormal wbc count, fluid-filled periumbilical collection with mildly thickened rim-enhancing wall, focal fluid-filled herniation of peritoneal peritoneum, inflammation, reactive fibrous tissue with polarizable foreign material, bulge, cough, mass, lack of incorporation, mesh was event rated into the hernia sac, abdominal pain, hernia sac divided, pain, emotional distress, recurrence, adhesions, defective device, mental anguish, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included hernia repair with mesh, revision surgery, repair of hernia, removal of mesh, lysis of adhesions, CT scan, exam + for palpable non-reducible mass in the mid abdomen,removed sac and most of the redundant mesh attached to the sac leaving, hernia repair with nonabsorbable heavy sutures, omentum mesentery, mesh divided off scarred fascia, and sutures removed. Concomitant device: secure strap device.